Event description:
The biomed states it was reported to him that the display is dim. The customer reported that the unit was not in use on patient. The customer contacted product support and verified unit is set at 5 on the brightness setting. Product support informed customer that with serial number being older he would need to upgrade to a 2nd gen liquid-crystal display (lcd) or replaced the whole user interface (ui) assembly. The customer is requesting part number and price for ui assembly. Product support provided customer with part number (B)(4) - ui assembly. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Multiple attempts were made to obtain further information regarding the device repair information. To date no further details have been received. The service history record was reviewed, and no repair information was found. The complaint will be processed for closure. If additional information is received at a later date, the complaint will be reopened and a supplemental report will be submitted.

Manufacturer narrative:
The user interface (ui) assembly was returned for failure analysis. Visual inspection of the user interface (ui) assembly revealed no evidence of damage or contamination. During investigation, it was found that the burnt out cold cathode fluorescent lamp (ccfl) backlight caused the dim display.